Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745, serial: (B)(6), product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was for the last 2 months when recharging the implanted neurostimulator it took forever to connect and patient kept getting the message system error 03 or 003. Patient would reset the controller and it would usually connect but now patient had been sitting on the recharger for an hour and could not get it to connect. Right now it said looking for device and patient would get the message to reposition the charger even though patient had done that a hundred times. Pts implantable neurostimulator (ins) battery was dead and pt was hurting. During call patient verified no damage to the recharger or to the controller charging port. Patient mentioned that the cord was getting warm but not warmer than normal. When trying to charge ins on the call they got system problem rm04. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt called back and said they got replacement recharger but are seeing no device found when connecting wirelessly and when charging ins. Pt started passive recharge mode (prm) session during the call which was not successful and got unable to recharge screen. Pt also says they have tried prm many times on their own and hasn't had success. Emailed repair to send replacement controller.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger, product ID 97745, lot# serial# (B)(6), product type programmer, patient h3. Analysis was performed on [serial/lot #: (B)(6)] analysis found that there was a recharge antenna failure, no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.